Manufacturer narrative:
(B)(4).sample availability is unknown at this time. Should a sample become available, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The customer contacted baxter?s technical service center and reported an air bubble in the patient line. The home patient (hp) stated the air bubble was approximately one inch long. The baxter technical service representative assisted with ending therapy and advised the hp to start over with new supplies. No patient injury or medical intervention was reported at the time of the initial report.